Event description:
A patient with an ante-flexed uterus and essure coils insitu had an uneventful novasure endometrial ablation on (B)(6) 2011. On (B)(6) 2011, the patient experienced "diffuse abdominal pain" and presented to the emergency room (ER). She was admitted to the hospital. A computed tomography (CT) scan was negative. Her white blood cell count was normal but her temperature was 100.3 degrees fahrenheit. A laparoscopy was done and confirmed a "3cm triangular area of serosal blanching" along the left cornual region of the uterus. No perforation of the uterus or bowel was seen. There was "light greenish fluid in the abdominal cavity which was cultured and was negative". Treatment included antibiotics (medication unknown) "for presumptive endometritis". She was subsequently diagnosed with a "small bowel obstruction that resolved with conservative management". She was discharged on (B)(6) 2011. On (B)(6) 2011 the physician reported he has seen the patient on follow-up and she is doing very well.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. Obstruction (small bowel). The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as identification numbers were not provided by the complainant. (B)(4).